Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on posterior and red particles. A visual and micro analysis was performed which identified: crease sharp opening, wear abrasion and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported bilateral rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral rupture. The device has been explanted. This record relates to the right side.